Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implant is giving pt a problem in her hip- pt stated the ins hurts in the pocket so bad that she could cry since (B)(6) 2021 pt stated that she was supposed to have surgery to move the ins but due to covid it had to be cancelled. Pt stated it still has not been scheduled because of covid the patient was redirected to their healthcare provider to further address the issue. The patient also mentioned that one of her leads has moved up 2 vertebrae since (B)(6) 2021 and they will correct that when they move the ins. Pt stated surgery cannot be scheduled at this time due to covid the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was patient mentioned that they have a problem with their hip because of the placement of the implant and says they are in extreme pain and it would be worse if they didn't have the stimulator. Patient said they have an upcoming surgery to add another lead and move the battery from where they sat on it and they think it's pressing against a nerve going down the back of their leg and into their foot.